Event description:
It was reported that a malfunction alarm occurred, identified by code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. No additional information was available regarding the outcome of the event, and the pump was not eligible for warranty replacement.